Event description:
A report was received that a patient would need a pocket revision procedure. The patient cannot charge his ipg and it was confirmed that the pocket site was too deep. The physician revised the pocket to be more superficial and secured the implant. The patient is reportedly able to charge.

Manufacturer narrative:
This is the final report.